Event description:
Boston scientific received information that during a routine device replacement, this left ventricular (lv) lead exhibited high out of range pacing impedance measurements when connected to the replacement cardiac resynchronization therapy defibrillator (crt-d). The lead was removed from the device header and reinserted, however, out of range measurements continued to be observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The lead was reprogrammed to lv coil to right ventricular (rv) coil and measurements were observed to be within normal limits. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.